Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (procedure to remove on (B)(6) 2013 and hysterectomy and partial left salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, vaginal discharge and vaginal infection outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, vaginal discharge and vaginal infection to be related to essure. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 12 days after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("unable to remove the devices completely and he said there were pieces of coils left") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia in 2009. Concurrent conditions included diabetes since 2015. Concomitant products included ketorolac from november 2013 to february 2014, losartan since may 2017 and vicodin from november 2013 to february 2014. In november 2011, the patient experienced alopecia ("hair loss"). On 8-nov-2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). In november 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"), depression ("depression") and fatigue ("fatigue;"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2013,(B)(6) 2014- surgical removal of coil(s); hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, menorrhagia, dyspareunia, vaginal discharge, vaginal infection, vaginal haemorrhage, depression, fatigue, alopecia and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013 and (B)(6) 2014 removal date reported diagnostic results: (B)(6) 2013, (B)(6) 2013- CT scan and pelvic sonogram. Result: (B)(6) 2013, 31dec2013- essure inserts were seen the first time; neither device is visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease, lab data, concomitant drugs were added. Updated suspect drug indication. Events unable to remove the devices completely and he said there were pieces of coils left,vaginal bleeding, depression, dysmenorrhea, fatigue, hair loss and abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("unable to remove the devices completely and he said there were pieces of coils left"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia in 2009, c-section and tonsillectomy. She had no known drug allergies. . Concurrent conditions included diabetes since 2015. Concomitant products included ketorolac from november 2013 to february 2014, losartan since (B)(6) 2017 and vicodin from november 2013 to february 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"), depression ("depression") and fatigue ("fatigue;"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2013,(B)(6) 2014- surgical removal of coil(s); hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, menorrhagia, dyspareunia, vaginal discharge, vaginal infection, vaginal haemorrhage, depression, fatigue, alopecia, abdominal pain and uterine haemorrhage outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013 and (B)(6) 2014 removal date reported. On (B)(6) 2014, she underwent total laparoscopic hysterectomy, fight salpingo oophorectomy, partial left salpingectomy, and extensive adhesiolysis, placement on pain pump and cystoscopy. Along the patient¿s left hand side approximately 7 coils visible. Along the patient¿s right hand side approximately there was 4 to 5 coils visible. Diagnostic results: (B)(6) 2013 CT scan and pelvic sonogram. Result: (B)(6) 2013 essure inserts were seen the first time; neither device is visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage). Confirmed pelvic pain, device breakage, abdominal pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received, reporters added. Events added per mr: abnormal uterine bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("unable to remove the devices completely and he said there were pieces of coils left"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia (surgery) in 2009, c-section and tonsillectomy. She had no known drug allergies. Concurrent conditions included diabetes since 2015, heavy periods and menstrual cramps. Concomitant products included ketorolac from november 2013 to february 2014, losartan since (B)(6) 2017 and vicodin from november 2013 to february 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"), depression ("depression") and fatigue ("fatigue;"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2013, (B)(6) 2014- surgical removal of coil(s); hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, uterine haemorrhage, menorrhagia, dyspareunia, vaginal discharge, vaginal infection, vaginal haemorrhage, depression, fatigue, alopecia and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013 and (B)(6) 2014 removal date reported. On (B)(6) 2014, she underwent total laparoscopic hysterectomy, fight salpingo oophorectomy, partial left salpingectomy, and extensive adhesiolysis, placement on pain pump and cystoscopy. Along the patient¿s left hand side approximately 7 coils visible. Along the patient¿s right hand side approximately there was 4 to 5 coils visible. Diagnostic results: (B)(6) 2013, (B)(6) 2013- CT scan and pelvic sonogram. Result: (B)(6) 2013, (B)(6) 2013- essure inserts were seen the first time; neither device is visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage). Confirmed pelvic pain, device breakage, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 12 days after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.